Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 492 and then went up to 605mg/dl while staying in the hospital. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found two motor error alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and the device alarmed motor error twice. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarms during the basic occlusion test, and the device was unable to prime during the prime test as a result of a faulty force sensor. However, the device passed the displacement test and the motor test. Further testing could not be performed due to the prime/fill anomaly.